Event description:
The customer reported that some resistance when administering medicationthrough the needle. They are initially able to begin the injection, but at acertain point, the flow stops and they are unable to continue. To completethe iniection, they have been switching to a different needle.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
On (B)(6) 2025, we received 10 samples returned by the customer.

Manufacturer narrative:
The returned samples of the same lot of this event were received.the test results met the specification. The test results are consistent between the retumed calna sample and the retainedsample.meets the requirements. The complaint can't be confirmed by the returned samples. The root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.